Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 5 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported 5 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).